Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further by the patient that they had no issues with the device prior to this and were concerned that they may have had a defective crt-d. The patient reported that they went to the device clinic since their rate didn¿t seem to change at all with the programmed rate and the device specialist made a change to the device with a programmer which seemed to help.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) didn't work with the programmed rate. The rate was slightly increased but that didn't seem to be working very well either. The patient requested an adjustment be made remotely if possible. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 1688tc lead implanted (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.